Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient was having trouble with her device. Patient stated when she would set it on #4 it was not strong anymore and it would cut off on her. Patient stated ins was very old and needed to be changed anyway. Patient stated about a year ago she spoke with a manufacturer's representative and discussed replacing the ins with a small one and was setting her up with a surgeon but at that time the patient was going through a lot of health problems and did not take of the ins replacement. No further complications were reported/anticipated.